Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced low blood glucose (bg) levels of 2 mmol/l (36 mg/dl) and became unconscious, while wearing the pod on the arm between 24 and 36 hours. The ambulance was called and the patient was treated at home with a dextrose solution.